Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported during an intraocular lens implant procedure, the lens folded incorrectly in the shooter and came out of the shooter slanted in the eye, so there was a risk of damaging either the capsular bag or the corneal back surface. For that reason, surgeon pulled the shooter out of the eye along with the partially "shooted out" lens. There was no patient harm reported. Additional information requested.

Manufacturer narrative:
The product was returned for analysis and the reported complaint could not be observed. The lens has not left the device and remains folded in the nozzle. The device was returned loose in the carton. The lock-out assembly has been removed. The plunger is oriented correctly. The correct nozzle confirmed on the device. Viscoelastic is observed in the device. The plunger and the lens are advanced into the nozzle tip. The plunger is at the trailing optic edge. Both haptics are folded onto the optic. The lens is fully in the tip of the nozzle, the lens or the plunger has not been advanced outside of the device. The reported complaint cannot be confirmed. The complainant indicates the use of viscoelastic, which is not qualified for use with device. The product investigation could not identify the root cause for the reported complaint "lens folded incorrectly in the shooter and came out of the shooter slanted in the eye". The lens is in the correct position for the implantation in the nozzle. The lens have not been advanced outside the nozzle tip. Reported complaint not observed. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).